Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2011-(B)(6); competitor lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the lead had been implanted after the use before date. The lead remains in use. No patient complications have been reported as a result of this event.